Event description:
It was reported that during an unk procedure the blade tip broke without any contact with metallic part. No pt consequences.

Manufacturer narrative:
Info anticipated, but unavailable at this time.